Event description:
Patient (B)(6) received implant (rflt rapid ra4315c reflect rapid fixture ø4.3mm x 15 l) on (B)(6) 2022 and experienced failure to integrate. She had the implant removed on (B)(6) 2022. X-rays were provided by the dentist. Implant replacement was sent to (B)(6) on (B)(6) 2022.